Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry and MRI related bvvi reset noted on the patient's implantable cardioverter defibrillator. It was noted that the MRI mode was not programmed on, which led to the reset. Corrective programming changes were made. No patient consequences were reported.